Event description:
The customer reported that the 840 ventilator was inoperative. Malfunction did not occur during pt use. The covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to replace the inspiratory electrical printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).